Event description:
It was reported there were missing pieces on the outside case of the epg (external pulse generator), and the battery compartment button did not release well. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the battery release and battery drawer were contaminated, also side bail covers and side bails were missing. It was also noted that the upper and lower cases were contaminated, the battery contacts were compressed and the ring bail was bent. (B)(4).